Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-11356. It was reported the patient is not receiving effective therapy due to l5 lead migration. Surgical intervention may be pending to address the issue. It is unknown which lead is the l5 therefore we are reporting on all possible.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-11356. Further follow-up indicates the patient had their l5 lead explanted and replaced on (B)(6). Issue resolved.